Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During in-clinic follow-up, episodes of undersensing were reported on the device. Reprogramming is anticipated to resolve the event, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.